Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the existing production documents. The product process for this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All mfg steps were carried out correctly. In summary, there is no indication of a mfg error.

Event description:
Ous MDR - after an implantation time of 23 months, loss of sensing and no capture were reported. There is no further relevant info available. No deterioration of the pt's state of health was reported. The device was deactivated, and a new lead was implanted.